Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. Attempts have been made to obtain additional information. At this time, additional information has not been received. (B)(4).

Event description:
Attempts have been made to obtain additional information. At this time, additional information has not been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a descemet detachment in patient's unknown eye post laser assisted cataract procedure. Additional information has been requested.